Manufacturer narrative:
(B)(4) date sent: 11/9/2016. Corrected data: event date: (B)(6) 2016. Original alert date: (B)(6) 2016.

Manufacturer narrative:
(B)(4). Batch # n53y82. The analysis results showed that one ecr60b cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an obesity (sleeve technique) procedure, during the stapling the load cut but didn't staple. Apparently, the load case was unloaded, i.e. It was without staples. It is related to a blue load which will be returned for analysis. Although it was difficult for the surgeon to get around the incident, there was no harm or adverse event to the patient. Unknown how case was completed. There were no adverse consequences for the patient.